Manufacturer narrative:
Philips service reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table lateral movement was stuck, affecting 3d exams, and resolved by software reload on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.